Event description:
Reporter alleged the customer obtained the results of 359 mg/dl and 588 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged the customer obtained the result of 131 mg/dl within 10 minutes of the result of 588 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 359 mg/dl and 588 mg/dl to back within 10 minutes on the aviva system. Reporter also alleged the customer obtained the result of 131 mg/dl within 10 minutes of the result of 588 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
.